Event description:
A report was received that a patient's precision scs system was explanted because the ipg was not charging properly. The patient was re-implanted with a new ipg and leads. After the procedure the patient was reportedly doing well.